Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. The pt ambulated to the restroom, had a bowel movement and subsequently experienced back pain. The pt was diagnosed with retroperitoneal bleeding. The pt was transferred to intensive care after the physician was notified. The pt arrested and died. The initial reporter from the angio suite stated the pt's death was not attributed to the angio-seal device. An autopsy was performed.